Manufacturer narrative:
This report is being filed retrospectively after audit of the complaint file. The information received was consistent with nerve damage, a known rare risk expected to fully resolve without intervention or risk of permanent impairment or damage. The injury subsequently resolved without intervention or permanent injury. This report is being filed since confirmation of resolution was not received prior to the mandatory reporting deadline.

Event description:
The patient called the clinic hotline 2 days after treatment complaining of loss of feeling in hand. Patient contacted clinic again 2 weeks later, scheduled visit (B)(6) 2014. Patient had loss of touch in digits I, ii, and iii of right hand, no swelling. Prescribed gabapentin 1 dd 300 mg for 30 days. Patient returned to clinic on (B)(6) 2014, feeling better. Digit I ok, digits ii and iii hypersthesia and some loss of strength. Gabapentin continued. Distributor received report from physician on (B)(6) 2014 indicating side-effect resolved completely.